Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During two separate hemostasis procedure, the cook instinct endoscopic hemoclip was used. In each case, the clip was attached to the tissue but would not separate from the deployment device. The clip could not be reopened. The drive wire disconnected from the handle. Hemostats were used to pull on the drive wire and remove the clip from the pt. There was no report of damage to the clipping site. Another device was used to finish the procedure. See mdrs 1037905-2013-00471, 00472. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.